Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with multiple trauma. At some time post filter deployment, it was alleged that the filter struts detached and perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly diagnosed with cardiac perforation, pericardial effusion and thrombus above the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with multiple trauma. At some time post filter deployment, it was alleged that the filter struts detached and perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly diagnosed with cardiac perforation, pericardial effusion, and thrombus above the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years of post-deployment, computerized tomography scan was revealed the fracture of a strut. On imaging studies, 2 struts had fractured and embolized one to the right atrium and the other to the right lung. Approximately, after one year, magnetic resonance imaging scan was revealed that there was an inferior vena cava filter. The inferior vena cava filter prongs at the 5:00 and 7:00 position appeared to extend 5 mm beyond the borders of the inferior vena cava with the 5.00 inferior vena cava filter prongs extended into the anterior lateral aspect of the right l2 disc space and another 5 and 6:00 inferior vena cava filter prongs also extended into and eroding the right anterior lateral l3 vertebral body. Around, three years five months later, the patient evaluated for inferior vena cava filter removal. A computerized tomography venogram was revealed, two of the six stabilizing struts had fractured. The metal artifact was noted anterior to the right ventricle, partially visualized and poorly evaluated on the non-EKG gated study. That might represent one of the broken struts (the exact location of which in the ventricle, myocardium, or pericardium cannot be determined). The second broken tine was not visualized in the abdomen, pelvis, or lower chest. Some of the struts of the inferior vena cava filter protruded beyond the lumen of the inferior vena cava, with two posterior legs inducing adjacent bony well-corticated defects in vertebral body l3, though the leg itself not extended into the vertebral body. The embolized struts are identified in the chest. A fractured inferior vena cava filter was noted in the abdomen. Inferior vena cava filter prongs extending beyond the posterior margin of the inferior vena cava but are present in the l3 vertebral body and extension into the anterior l2-3-disc space. Eventually, after twenty-one days, filter retrieval was scheduled. Attempts were made from above from the right internal jugular access below from the right common femoral vein access. The conclusion of the case demonstrated a trace pericardial effusion. The right internal jugular vein was accessed under continuous ultrasound guidance. The 0.018 guidewire was unable to be advanced centrally. The 0.018 guidewire and inner dilator were removed, and a 0.035 guidewire was advanced centrally. A short 5 french vascular sheath was inserted into the right brachiocephalic vein. But all were unsuccessful. Then attention was turned to an inferior approach. The right common femoral vein was deemed adequate for the procedure after sonographic evaluation. Then access gained via the right common femoral vein. Next, a micropuncture wire was advanced through the needle into the inferior vena cava. The wire and inner dilator were removed, and a 0.035 guidewire was carefully advanced into the inferior vena cava, up to the level of the superior vena cava /right atrial junction. The 5 french catheters were removed and exchanged for a 7 french long vascular sheath which was carefully advanced past the existing fracture inferior vena cava filter up to the superior vena cava /atrial junction. Multiple unsuccessful catheter and guidewire attempts were made to traverse the superior vena cava occlusion. In the process, during several attempts, access into the pericardium was noted upon contrast injection. A trace to small hemopericardium on fluoroscopy was seen and noted to be stable over at least 15 minutes. By considering the multiple unsuccessful attempts to traverse the superior vena cava occlusion as well as the presence of the hemopericardium, the procedure was terminated. Therefore, the investigation is confirmed filter limb detachment, perforation of the inferior vena cava (ivc) and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to traverse the superior vena cava occlusion but were unsuccessful. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiration date: 04/2007), g4 h11: h6(method, results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.